Event description:
During variax dr surgery, when the surgeon was inserting the locking screw to the bone, the screw broke under the head. The shaft of the screw was remained in the patient bone.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.